Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump date was inaccurate, cause was unknown. Customer corrected the pump date to resolve the issue. Customer's blood glucose level ranged from 170-350 mg/dl. Lastly, the customer alleged that touchscreen had "glitches". Customer reverted to manual injections for insulin therapy.